Event description:
It was reported that high impedance was observed on the patient's device. No further relevant information has been received to date. No known surgical intervention has occurred to date.